Event description:
Related manufacturer reference number: 2017865-2024-73574. It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited loss of capture, and the right atrial (ra) lead exhibited low pacing impedance and oversensing noise, which resulted in an inappropriate mode switch. The lv lead was damaged during extraction. Both the lv lead and ra lead were explanted and replaced. The patient remained in stable condition.